Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure? Was the source of the bleeding identified? If so, how? How were the issues with device addressed intraoperatively? What was done to address the ¿partially stapled¿ issue? What structure was device on when issue occurred? How was it known that clips had opened? What was done to address the site of the bleeding? How long post-op did patient present with bleeding? Why does the surgeon believe that the staples opened post-op? What is the current patient status?

Event description:
It was reported that the stapler was used and the line of staples released after the surgery. The device partially stapled and the clips were then released when the patient was in post operative (in bed). The patient had hemorrhage, was referred to the ICU where she stayed for a few days. Took 6 bags of blood. Re-operation was not performed.